Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the up arrow and down arrow keypad buttons have been intermittently unresponsive. He stated that the patient wears the pump under clothing, and does not clean the pump.

Manufacturer narrative:
(B)(4): testing was unable to confirm or duplicate any keypad unresponsiveness. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the display screen was found to be dim and miscolored. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.